Event description:
It was reported the pt was admitted to the hospital due to a possible infection at his ipg site. The physician decided to explant the entire scs system on (B)(6) 2013. The pt allegedly was treated with interventions antibiotics, and a culture of the site was not taken.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. The individual affected device was removed from the lot. All other devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.